Manufacturer narrative:
The device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. During evaluation, the battery was not charging because the ac power was not connected. The ac adapter showed no physical damage and was able to power on the unit. The unit was able to successfully load and run a set without discrepancies. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not holding charge. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.